Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device and non-boston scientific right ventricular (rv) lead exhibited high, out of range pacing impedance (greater than 2,000 ohms) since implant. A technical service (ts) consultant reviewed device data and provided recommendations for further evaluation. The device and lead remain implanted. No adverse patient effects were reported.